Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The increase/decrease buttons do not appear to be working. Stimulation is on but the screen does not respond when pressing increase/decrease buttons. Navigator and synch buttons are working normally. Patient noticed this last week. There was no out of box failure. Patient reported she is going to the bathroom way too much so she was wanting to increase amplitude. Patient stated she would say the loss of therapy started in the last 4 weeks. Patient attempted to increase amplitude but is not able to. Patient changed to p1 to see if this is more effective for her since she is not able to increase amplitude. No further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that their device removed in (B)(6) 2022. The patient wanted to know what to do with the patient programmer. The patient said the therapy wasn't working properly. It never really solved their bladder problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G3: the aware date for the initial report was incorrect. The correct aware date for the initial report is 2022-04-14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.